Event description:
The doctor was performing a hysteroscopy and when he pulled out the porcelain tip on the insulated sheath, the tip was not there. He was able to see it and tried to remove it with the polyp forceps. At that point the tip broke into pieces. He was able to retrieve the pieces with forceps. All pieces were retrieved and the physician did another exam with the scope to verify that no pieces were retained in the patient.